Manufacturer narrative:
Unit received with detached end cap. Unable to perform functional testing including the displacement due detached end cap. Pump received with cracked battery tube threads, cracked reservoir tube lip, cracked case display window corner, missing end cap sticker, stained address/serial number label and cracked case reservoir tube window corner. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had loose bottom. Customer stated that insulin pump neither dropped nor bumped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.